Manufacturer narrative:
Per the field service representative (fsr), he sent the user facility a replacement flow sensor. Evaluation is in progress, but not yet concluded.

Event description:
Prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the user reported that the flow sensor displayed a backflow alarm when the pump was off recirculation. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint could not be confirmed. During laboratory analysis, the product surveillance technician (pst) observed the flow sensor to function properly throughout the evaluation, with no backflow alarms noted. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.